Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the catheter disconnection has not been confirmed. The observation continues but no further issues have been reported. No revision or explant was done. The outcome was ¿ongoing¿ and the reporter noted no problems reported since. It was later reported that the patient has not had a system revision. The catheter had not been changed and x-ray done in (B)(6) 2011 showed it was ¿intact.¿ the patient had a ten percent increase in (B)(6) 2011. The patient was noted as ¿fine.¿

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: 2004-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient received inconsistent therapy from the implanted device system. The patient's catheter was suspected via an x-ray, to be disconnected from the pump. The medication being delivered via the device system was baclofen. The patient was reported to be dong "fine." Additional information has been requested, a follow-up report will be sent if additional information becomes available.